Event description:
Procedure type: laparoscopic colectomy. According to the reporter: after firing, the jaws would not open. Additional resection of tissue, under 3cm, was done to remove the device. Another device was used to complete the procedure. Bleeding under 200cc occurred. Nothing fell into the patient cavity. Operative time was extended more than 30 minutes.

Manufacturer narrative:
(B)(4).